Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported frequent lows over the past two months and suspected the pump was giving too much insulin. Patient was not following the 15g carb every 15 min rule for treating lows. The lowest blood glucose (bg) reported was 40 mg/dl and the low bg was corrected by eating rice, mango and apple juice. On (B)(6) 2025, the patient called back and downloaded the ilet application and synced data. Reports showed patient does not announce meals, leading to highs corrected by the pump followed by lows. Patient stated their nurse practitioner (np) advised not to announce meals. Patient will complete additional training. The patient felt anxious during the event, however, no medical intervention was required at the time of call.